Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified vessel. An 8.0 x40, 75cm charger balloon was advanced for dilation. However, during the fifth inflation at 18 atmospheres for approximately 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed successfully. No patient complications were reported.